Event description:
A battery revision was noted and reporter did not know if normal end of life. Additional information received later on (B)(4) 2015 indicated that the revision/removal case for patient, scheduled on (B)(6) 2015, was cancelled due to bad weather. Reviewed implant history. Reviewed depleting battery fast. Reviewed patient must be at higher settings. Unknown status if end of service (eos or low). No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va03ezx, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Device and patient codes updated; previous device codes no longer apply; event no longer a reportable event/ serious injury. (B)(4).

Event description:
Additional information received indicated that the patient was in a continuous mode. The device was planned to be replacement on (B)(6) 2015 and battery had reached end of service (eos) on (B)(6) 2015. It was a normal battery depletion. The patient recovered without permanent impairment.